Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. (B)(4). (B)(6).

Event description:
It was reported that post implant of the patient's implantable cardioverter defibrillator (ICD), the patient experienced three episodes of ventricular tachycardia (vt). Anti-tachycardia pacing was terminated. The patient tried multiple anti arrhythmia drugs without any benefit. The patient underwent a vt ablation. The device is still in use. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.